Event description:
It was reported the lumify ultrasound system was not available during an emergent examination. The ultrasound system's transducer was unable to be recognized during the examination of a resuscitation patient. Multiple restarts were required to continue the examination. There was no reported patient nor user harm as a result of this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed; however, there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.